Event description:
An affiliate reported a transfer set had deteriorated, and did not close well. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a transfer set deteriorating, and not closing well. Broken occluder feet were also found durin the evaluation. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.